Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Initial mdrs: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - unknown. The expiration date is currently unavailable.

Event description:
The sales rep reported via phone that the sheath tip broke off of the customer's true span 12 degree peek and true span 24 degree peek both were retrieved with a grasper. All the implants were deployed into the patient with out any issues prior to the sheath breaking. The sheath was removed and the case was completed. There were no patient consequences or delays. The devices were discarded by the customer.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product complaint # (B)(4). Investigation summary: the complaint device was discarded and is not available for physical evaluation. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). See associated medwatch: 1221934-2017-50049.

Event description:
The sales rep reported via phone that the sheath tip broke off of the customer's true span 12 degree peek and true span 24 degree peek both were retrieved with a grasper. All the implants were deployed into the patient with out any issues prior to the sheath breaking. The sheath was removed and the case was completed. There were no patient consequences or delays. The devices were discarded by the customer. This is report 1 of 2 for (B)(4).